Event description:
It was reported that during arthrodesis surgery, the screwdrivers were not matching (and could not be used with) the qwix 4.3 screws. Most of the screwdrivers tips were from lot f8n3, and some could not be used in combination with qwix 4.3 screws. The facility manually sorted out the functioning screwdrivers tips. There was no other lot available at the facility. There was no injury or adverse consequence to the patient. Surgery was delayed 5 minutes due to this issue. A spare device was available to finish the surgery.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated upon the reported information.